Manufacturer narrative:
An event regarding noise involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: collar locking mechanism - dislodged; reported condition confirmed: no clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mics collar locking mechanism dislodged. Case type / application: tka 2.0.